Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/1/2020. H.6. Investigation: customer returned three (3) 30gx12.7mm, 0.5ml bd insulin syringes from an open polybag from lot 0020516. Consumer reported needles are breaking off from the syringe barrel and bending as well; they are not as sturdy as they usually are. All 3 returned syringes were examined, then tested for point geometry, outer diameter and lube coverage. The following was observed (specs: outer diameter for 30g cannula: 0.0120¿- 0.0125¿): data: sample 1, point: good, outer diameter (in.): 0.0123, lube: good; sample 2, good, 0.0123, good; sample 3, good, 0.0123, good. All 3 syringes tested within specification for point geometry, outer diameter, and lube coverage. No evidence of manufacturing defect was observed. Since no defects were observed, the alleged issues could not be confirmed. A review of the device history record was completed for batch# 0020516. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [(B)(4)] noted that did not pertain to the complaint. H3 other text : see h.10.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle cannula broke off during use. The following information was provided by the initial reporter: material no: 328466 batch no: 0020516. It was reported he needles are breaking off from the syringe barrel and bending as well. They are not as sturdy as they usually are. Verbatim: per update in snow by us com 09/09/2020 md. From phone call on 2020-09-09 14:12:23: called consumer to obtain additional product complaint information. Consumer stated some of the needles have broken off during her injections. Stated she removed them from injection site and did not need any medical attention. Stated sometimes the needle breaks off into the insulin vial. Stated sometimes the needles bend and they seem flimsy.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle cannula broke off during use. The following information was provided by the initial reporter: material no: 328466 batch no: 0020516. It was reported he needles are breaking off from the syringe barrel and bending as well. They are not as sturdy as they usually are. Verbatim: per update in snow by us com 09/09/2020 md. From phone call on 2020-09-09 14:12:23: called consumer to obtain additional product complaint information. Consumer stated some of the needles have broken off during her injections. Stated she removed them from injection site and did not need any medical attention. Stated sometimes the needle breaks off into the insulin vial. Stated sometimes the needles bend and they seem flimsy.